Event description:
According to the customer, during a surgical procedure, the electrode tip broke. The tip was removed without injury to the pt.

Manufacturer narrative:
Covidien reference #:(B)(6). Date of initial report:(B)(6) 2010. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.